Event description:
Customer reports back to back testing on the same meter while using the advantage system with results of 545mg/dl and 257 mg/dl. Customer has wrong quality controls. No adverse event reported. A request was made for return of the suspect product and a replacement was sent.